Event description:
It was reported following a diagnostic catheterization a 6f angio-seal vip was deployed in the right femoral arteriotomy. There were no complications with deployment, hemostasis was achieved, and the patient was discharged home. Eleven days later, the patient presented to another hospital with complaints of right leg claudication. A femoral angiogram revealed a linear irregularity in the right femoral artery with a 5 millimeter globular filling defect in the mid to distal right superficial femoral artery. The patient underwent surgery for a fogarty removal of the filling defect.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.